Event description:
On 05/04/2000 the account reported an axsym beta-human chorionic gonadotrophin result of less than 2 mlu/ml. The sample had been run undiluted and gave an error code. The sample was repeated at a 1:200 dilution and the result was less than 800mlu/ml. The account reported the result as less than 2 mlu/ml. The physician questioned the result and stated that the pt was pregnant. The sample was repeated multiple times with error codes. A 1:200 dilution gave a result of less than 800 mlu/ml and a 1:10 dilution gave a result of greater than 10,000 mlu/ml. The account then performed manual dilutions of the sample. A 1:20 dilution was greater than 1000 mlu/ml and a 1:40 dilution was 866.1 mlu/ml. A final result of 34,644 mlu/ml was reported. There was no adverse impact to pt mgmt reported.